Manufacturer narrative:
The reported reader mbgb063-j4920 has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Performed built-in reader test. All of the tests were successful, and there was no evidence of the customer's complaint of a "frozen display." No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a frozen display issue with the freestyle libre 2 reader. The customer experienced symptom of weakness, and required treatment of sugar, juice, and chocolate from daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a frozen display issue with the freestyle libre 2 reader. The customer experienced symptom of weakness, and required treatment of sugar, juice, and chocolate from daughter. There was no report of death or permanent injury associated with this event.